Event description:
A scimed 3.0 nc ranger balloon ruptured while dilating the left anterior descending through the struts of scimed 2.5/16 mm nir stent positioned in the diagonal artery. Balloon became entangled in the struts of the stent. Balloon appeared intact upon removal.